Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "important edema" and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and erythema: "undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the nose. A few days later patient developed an "important edema" in the nasal wing. The patient also had "an erythema that appeared with a mild route." Patient was treated with amoxicillin, clavulin, clexane, aspirin and o2 hyperbaric. It was noted that the patient had "evolution without opening and without 'good' necrosis." It was noted that symptoms have resolved and edema has caused permanent damage.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the nose. A few days later patient developed an "important edema" in the nasal wing. The patient also had "an erythema that appeared with a mild route." Patient was treated with amoxicillin, clavulin, clexane, aspirin and o2 hyperbaric. It was noted that the patient had "evolution without opening and without 'good' necrosis." It was noted that symptoms have resolved and edema has caused permanent damage.